Event description:
It was reported that a large volume multirate infusor was found to have under-infused. This was noticed during infusion. The expected infusion time was 48 hours, however, the infusion was still ongoing after 72 hours so it was stopped by the physician. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 25, 2014 - april 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.